Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. The device event code is addressed in the package insert. The product has not been returned. This event occurred in (B) (6). This is the same event as 1043534-2010-00128, 00129.

Event description:
Allegedly revised due to neck fracture.